Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope image was not working. The event occurred during reprocessing. The unspecified intended procedure was completed using the subject device. There was no report of a delay or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image not working was not confirmed. In addition, the instrument channel from the distal end side had a leak. The bending section cover glue was lifted. The forceps passage had a leak. The forceps passage was restricted due to insertion deep dents. The brush passage was restricted due to insertion deep dents. The image had flickering during up angulation, but charge coupled device failed on bending section. The bending section had a deep dent at 15 millimeters from distal end. The insertion tube had cuts on deep dents. The control body had scratches. The light guide tube had dents/scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.